Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received a questionable low creatine kinase (ck) result for one patient sample. The initial result of 93 u/l was reported outside the laboratory. The nurse questioned the result so the lab retested the patient sample with a decreased sample volume and the result was 5983 u/l with a data flag. The customer repeated the sample and the result was 5180 u/l with a data flag. With an automatic dilution the result was 5743 u/l with a data flag. The result of 5983 u/l was believed to be correct. No clinical action was taken based on the first result. The patient was not adversely affected. The reagent lot number was 610764. The expiration date was requested, but was not provided. The field service representative could not find a cause. The customer ran a precision check for ck using pooled serum. The precision run was within correct standards. The investigation could not determine a specific root cause. Based on the provided reaction monitor, too little sample was transferred into the cuvette. An instrument issue was excluded.